Manufacturer narrative:
The device was returned for analysis. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident reported from this lot. However, this is related to the same event and not a product quality issue. The investigation determined that case circumstances are the likely cause for the reported difficulties. It is likely that the rupture occurred due to interaction with the heavily calcified right anterior tibial and part of the distal popliteal arteries causing damage to the outer surface of the balloon resulting in rupture during inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional armada device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat moderately tortuous, heavily calcified right anterior tibial and part of the distal popliteal arteries. Atherectomy was performed prior to the procedure starting. Then an armada balloon was advanced to the lesion without issue, inflated once when the balloon ruptured at 7 atmospheres (atm). Another armada was advanced and the same issue occurred. The devices were retrieved without issue. The right anterior lesion was deemed good, and a 4x100mm armada was used to successfully finish the distal popliteal lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.